Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed located at the account in engineering. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the scale was zeroed with the patient in the bed. Note: after releasing the zero control, the scale display will show "calc." Do not touch the bed until the display stops flashing "calc" and shows "0.0." The maximum displayed weight of 500 ib (227 kg) will be reduced if more than 20 ib (9 kg) of equipment is zeroed on the bed. If 50 ib (22.7 kg) is on the bed when zeroed, the maximum displayed weight will be 450 ib (204.1 kg). The scale display will blink the bed weight when the maximum weight is exceeded. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the bed exit to resolve the issue. Based on this information, no further action is required.